Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative antibody screening test result of a patient sample with biotestcell 1&2 on tango infinity. The specificity of the missed antibody was anti-d. When the same patient sample was processed on another tango infinity in the lab it yielded correct positive reactions. The customer did not return the supposedly defective product for investigational testing and did also not return the patient samples which had caused the false negative test results. Therefore our quality control laboratory tested their retained sample of biotestcell 1&2 with different samples and controls, including an anti-d on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 performs correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was checked by one of our field service engineers. A complete metrology verification was performed and log files collected. A complete transport check was performed, along with performance verification. No indication for an instrument malfunction was identified.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative antibody screening test result of a patient sample with biotest cell 1 & 2 on tango infinity. The specificity of the missed antibody was anti-d. The customer reported that the same patient sample was processed on the other tango infinity and yielded correctly positive reactions. The customer did not return the supposedly defective product and did not return the patient samples which had caused the false negative test results. Therefore our quality control laboratory tested their retained sample of biotest cell 1 & 2 with different samples and controls, including an anti-d on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. The testing by the quality control laboratory confirmed that the allegedly defective lot of biotest cell 1 & 2 performs correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was checked by one of our field service engineers. Evaluation of the data is still ongoing.